Event description:
It was reported to philips that c-arm and bed movement failed due to geo ipc communication error on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service reconnected the geo ipc socket and reinstalled the software. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).